Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the small battery drive device had an unspecified malfunction. There were no delays to the planned surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of patient or user injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the device was returned with an unspecified malfunction. Reliability engineering evaluated the device and observed that there was a worn coupling head, vibration and unusual noise. The assignable root cause was determined to be due to an (ecu) electronic control unit or ball bearings failure due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.